Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2019 due to hyperglycemia. The customer's blood glucose level at the time of hospitalization was 509 mg/dl. The customer¿s blood glucose was 549 mg/dl at the time of the incident. The customer received the insulin new pump yesterday and was experiencing abnormally high blood glucose today of over 500 mg/dl. The customer wondered if something was missed in the setting up of the insulin pump. The high blood glucose was not coming down. It was also reported that the customer¿s previous insulin pump had a critical pump error. The customer did not feel okay for troubleshooting. The device will not be returned for analysis.